Manufacturer narrative:
The device history record for capture-r ready-screen 4 lot number k409 was reviewed for e antigen confirmation of cell 2, donor (B)(6), prior to release to market: bulk manufacturing confirmed the presence of the e antigen of cell 2 using red cell bulk material; strength of reactivity was graded 4+; reagent testing lab confirmed the presence of the e antigen of cell 2 during wet plate testing ( strength of reactivity was scored as an 8); quality control confirmed the presence of the e antigen of cell 2 during identity testing using final plate product (strength of reactivity was scored as a 10); all other specifications were deemed acceptable by DHR quality, and product was released. .

Event description:
On (B)(6) 2019 a customer in (B)(6) reported an unexpected negative screen result with capture-r ready-screen 4 run on the european model of the neo iris instrument.